Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. This is a follow up report to a medwatch submitted under manufacture report number 9617229-2017-00698. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases and bubbles in gel and cloudy gel(observed after autoclave cycle). A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings found in the device. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "rupture during its introduction." It is unknown whether silicone gel was in contact with the patient. It is unknown if surgery was completed with a backup device.